Event description:
It was reported that during an open procedure, the device loading blue cartridge was locked out at the 1st stroke of the 1st firing after the jaw was closed/opened several times on the colon. The 2nd device was fired instead of the 1st one without any difficulties. After that, a green load was loaded into the 2nd device, but the doctor felt unexpected resistances of closing and firing and the forces were higher than expected. The deployed staples were b-formed shape. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Instrument a: indicator disk. Instrument b: batch # h52f64, exp date: 07/06/2016, MFR date: 08/06/2011; one piece sled. The sc60 device (a) was received for analysis with the 3-stroke indicator disk damaged and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The sc60 instrument (b) was received with no visual non-conformances and with three reloads present. Reload c was received partially fired and with the one piece sled damaged; reload d was received unfired and with the one piece sled damaged; and reload e was received in good visual condition and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with the returned reload (e) and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.